Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the pwd¿s mother called to inform that her son received a line block alarm at 2:00 a.m. The son changed only the tubing and kept the insertion site. The mother confirmed that he is 100% time in range. Later, a cassette empty alarm appeared, although the cassette was not empty. This issue was resolved by changing the cassette. Less than 30 minutes later, another line block alarm occurred. The event occurred while in use with patient. There was no patient injury.